Event description:
Six months after a percutaneous coronary intervention (pci), intra-stent restenosis was found.

Manufacturer narrative:
This patient presented to the cardiac catherization unit and 1-vessel disease was found with two lesions present. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal right coronary artery (rca) of less than 10 mm in length in a 3.0mm vessel diameter. The concentric lesion was not calcified or angulated between 45 and 90 degrees. Direct stenting was performed with a 3.0x13mm cypher select stent deployed at unknown inflation pressure. Post dilatation was performed. Pci was performed next on a de novo lesion in the mid rca of 15-20mm in length. The eccentric lesion was angulated between 45 and 90 degrees and moderately calcified. The lesion was pre-dilated before a 3.0x33mm cypher stent was deployed at unknown inflation pressure. Post-dilatation was performed. Pre-procedure medications were ticlopidine/clopidogrel, aspirin, statins, beta blockers and anti-anginals. Intra-procedure medications included ticlopidine/clopidogrel, aspirin, heparin. Post-procedure medications included ticlopidine/clopidogrel for 3 months, aspirin, statins, beta-blockers, anti anginal as permanent treatment. Approximately six months later, the patient returned with unidentified symptoms and an angiogram revealed in-stent restenosis of the previous stent. It was treated by angioplasty. Please not that this product, (lot no. Unknown) is not distributed in the united states. However, it is similar to the us distributed. This product is not available for testing evaluation. Additional details regarding both procedures have been requested, but have not been available. An female with a history of hypertension and hyperlipidemia experienced restenosis six months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in her proximal and mid rca. This patient's advanced age, gender and history put her at increased risk for mace. Pre procedural medications included asa and ticlid/plavix; while intra procedural medications included asa, ticlid/plavix and heparin. The administration of gpiibiiia and ther performance or recording at acts was not reported. The proximal rca lesion was described as de novo, 3mm in diameter, less than 10mm in length, concentric and un-calcified. The lesion was not pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at an unknown maximum inflation pressure. The mid rca lesion described as de novo, 15-20mm in length, angulated eccentric and moderately calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent at an unknown maximum inflation pressure. According to the IFU, lesions requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of the vessel in order to prevent migration of the proximal stent or disruption of its' geometry. The patient was discharged on medications that included asa and ticlid/plavix. Six months after the index procedure, the patient underwent a repeat angiogram that revealed an isr of the 3.00 x 33mm cypher stent previously implanted in the mid rca. This was treated with pci. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews could not be performed since the lot number of the implicated product was not provided. Restenosis is a known potential adverse event following stent implantation and is of ten associated with the progression of cardiovascular disease. There are patient, vessel and procedural factors that may have contributed to this event. There is no clear indication that this event was designed or manufacturing related.